Event description:
It was reported that there was a question as to whether the noted drop in r-wave visible on the electrogram (egm) is upper rate behavior or simply loss of capture (loc.) It was also reported that thresholds test were performed and an adequate safety margin was set. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.